Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse replaced a faulty power supply. The cause of smoke being emitted from the instrument was due to a power supply malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported smoke was emitted from an advia centaur xp instrument. The customer powered off the instrument. There are no reports of injury to staff, damage to property, however, there was a delay in reporting patient results due to smoke. There are no reports of patient intervention or adverse health consequences due to the smoke emitted from the instrument.